Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The patient was not injured following the procedure. Customer states that the physician used the emergency release procedure and it still did not release. They did not see the silver wire to pull it so they wound up cutting the green wire, still did not release. Eventually the capsule was released with no patient harm.